Event description:
The patient underwent surgery in 2004. A cypher stent was placed in the right coronary artery and another cypher was implanted in the circumflex artery. In 2006, the patient suffered a thrombosis at the site of the stent, causing myocardial infarction and requiring substantial medical treatment.

Manufacturer narrative:
The sterile lot numbers for the devices is unknown therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarction are a known potential adverse event associated with implanting coronary artery stents. Without more pertinent information, it is not possible to determine what factors may have contributed to the reported event. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2009-00222.